Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced recurrent hypoglycemia while using the ilet bionic pancreas, with the lowest glucose recorded at 44 mg/dl and noted contributing factors including incorrect meal announcements, unannounced carbohydrate intake, double meal announcements, and potential overtreatment of lows; user education and troubleshooting were provided regarding proper meal entry and low treatment, and no alerts or alarms were cited during the events. Symptoms included weakness and sleepiness. Outcomes included self-treatment with oral glucose and juice without professional medical intervention or hospitalization. Investigation included review of device data and user interviews. Investigation of this case revealed user-related use errors involving meal announcement practices and treatment behaviors. It was concluded that the events were attributable to user handling and use errors rather than a device malfunction.